Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Na.

Event description:
The user is questioning the presence of an artifact during analysis. The patient did not survive. The user stated the performance of the device had no impact on the patient's outcome.